Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:a review of the device history indicated no evidence of short battery life. During testing, the battery cap secured properly to the pump; however, the battery cap threads were damaged. Current draws measured within specifications. The pump case was removed and no internal defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was short for the past three battery changes and the most recent battery change lasted about a day. The reporter stated that the battery cap was secured; there was no damage to the casing and no evidence of moisture or corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.